Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that unk - guides/sleeves/aiming: aiming arm appears to be misaligned, however, based on the provided evidence it is not possible to observe the reported condition. Complaint is not confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for unk - guides/sleeves/aiming: aiming arm. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2023, the tna aiming arm completely missed the nail in the s1 hole. The knee was flexed more than usual and the bolt was re-tightened before drilling. No further information is available. This report is for an unk - guide/sleeve/aiming: aiming arm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: event occurred on an unknown date in 2023. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown guide/sleeve/aiming: aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is an unknown date in 2023. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.